Event description:
It was reported that pt presented with posterior capsule opacification (pco) after iol implantation in the left eye. Yag capsulotomy was performed to address the pco issue. After the yag capsulotomy the lens was noted to be tilted into z-position. Pt's bcva before and after yag was 20/20 for the left eye. According to the surgeon pt will tolerate monovision correction. Ref MDR #2031924-2013-00051 for the intraocular lens implanted in the pt's right eye.

Manufacturer narrative:
The lens remains implanted in the pt's eye. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported event. Based on the current info, the specific root cause of the event could not be determined.